Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline power fault alarms was confirmed via analysis of the log files. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded (d5061325) for review that showed events spanning approximately 2 hours and 30 minutes ((B)(6) 2024 from 12:05:40 ¿ 14:27:38, (B)(6) 2024 per timestamp). Driveline power fault alarms that were associated with a power b broken fault were active on (B)(6) 2024 from 14:07:04 ¿ 14:24:53. The alarms resolved when the driveline was disconnected shortly after at 14:24:54 for a system controller exchange. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop and was functionally tested. The controller passed all testing and was able to operate the system without any issues or alarms activating. Additionally, the 11v backup battery was removed from the system controller. The system controller was then connected to a mock loop and 14v li-ion batteries. The backup battery was reinserted into the system controller and was allowed to run for an extended duration. No atypical alarms were able to be produced during testing. Additional information provided on 23apr2024 stated the alarms occurred while inserting the backup battery in the intensive care unit (ICU), and no log files were downloaded. Additional information provided on 28apr2024 stated that after installing the 11v backup battery, a yellow wrench alarm occurred. It was stated that the patient was then moved to the ICU, after connecting to a system monitor a driveline fault alarm appeared, and the alarms resolved after replacing the system controller. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 08nov2023. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after surgery was done and the 11v backup battery had been installed, the system controller was connected to a 14v battery and an audible and visual yellow wrench alarm was shown on the system controller as a power supply failure alarm, just before the patient was moved to the intensive care unit (ICU). After moving to the ICU and reconnecting with the system monitor, this alarm continued to occur and when the alarm was checked, a driveline power fault alarm appeared and was confirmed. Right after the event occurred the system controller was replaced with a new one; the alarm was gone, and the new system controller worked well without problems. There were no clinical side effects for the patient and there were no major concerns about the issue.